Manufacturer narrative:
Evaluation of the returned pod pc revealed that the pet lock was separated, the pull wire was retracted out of the pusher assembly ddt, and the embolization coil was detached from the pusher assembly. This damage typically occurs during detachment; however, further evaluation revealed that the embolization coils sr component was fractured, and the proximal constraint sphere was within the pusher assembly ddt. If the coil is forcefully retracted against resistance, damage such as this may occur. Based on the return condition and the reported complaint, the root cause of resistance could not be determined. Further evaluation also revealed pusher assembly kinks and offset coil winds on the embolization coil. This damage was likely incidental to the reported complaint. Evaluation of the two non-penumbra sheaths revealed undamaged devices. There were no allegations against the devices; therefore, no analysis or testing was performed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod packing coils (pod pcs), a pod detachment handle (handle), and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted an embolic plug using a sheath and one pod pc using the handle. After advancing the next pod pc into the target location, the physician was unable to detach the coil using the handle. While removing the pod pc, resistance was encountered and, subsequently, the coil unintentionally detached inside the lantern. It was reported that after removing the lantern, the detached pod pc remained in the sheath. Therefore, the sheath containing the pod pc was removed. Subsequent angiographic imaging revealed that the target vessel was adequately embolized and the procedure was successfully completed. There was no report of an adverse effect to the patient.